Event description:
"The pa was having trouble placing the midline in the sheath. She said it felt tight. She had to put the wire back into the catheter to push it through the sheath. She also said when she peeled the sheath, the sheath pieces were ridged (not smooth)." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
"The pa was having trouble placing the midline in the sheath. She said it felt tight. She had to put the wire back into the catheter to push it through the sheath. She also said when she peeled the sheath, the sheath pieces were ridged (not smooth)." No patient harm was reported. The patient's condition is reported as fine.